Manufacturer narrative:
Review of the MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy has not been working as well as it used to for the past several months. It helped with the frequency and bladder pain after implant, but now the caller reports that they have pain in their bladder and are getting up every hour at night to go to the bathroom. They have tried changing the program, but it does not help. Some of the programs appear to be felt further out from the bladder, more towards the leg. The patient reports no falls or trauma, but they had open heart surgery and turned the therapy off for that. The healthcare provider gave the patient a medication for bed wetting, desmopressin (sp?) And it worked when they first started taking it because they would only get up once or twice, but they had to go off of that after the heart surgery because they were retaining fluid and had pleural effusion and were retaining fluid in their lungs. They did not want the patient to do that. Reviewed that if the caller has tried all available options for programming, the next step is engaging the hcp.